Manufacturer narrative:
It is unknown if sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges that the hme occluded during use on a patient. No patient injury reported.